Event description:
It was reported that approximately two months post implant the skin over the device did not heal and pacemaker was visual through the opening. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.